Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: a correlation between the device and the reported event cannot be conclusively determined. Multiple requests for additional information were sent to the customer. The patient remains ongoing on vad support. No product available for investigation. Right heart failure and infection are listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The IFU also provides information regarding anticoagulation, including the recommended inr values.

Event description:
It was reported that the patient had nausea and vomiting associated with abdominal pain and distention for 3 days. Computed tomography scan with small bowel obstruction with possible transition point in the low anterior pelvis. General surgery consult and nasogastric tube placed.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that approximately 1 week after stopping the cefazolin, patient presented with worsening abdominal pain, nausea, and vomiting and distention, and elevated international normalized ratio. Dopamine increased to 4 microgram/kilogram/minute. Computed tomography scan with small bowel obstruction with possible transition point in the low anterior pelvis. General surgery consult and nasogastric tube placed. It was imaging is in keeping with small bowel obstruction possibly stemming from pain medication/constipation. Patient blood cultures are positive for methicillin-resistant staphylococcus epidermidis and enterococcus raffinosus. Patient driveline has purulent preset on exam but computed tomography does not show a change in the inflammation or size of the prior collection at the outflow track. Several potential sources for the bacteremia include the infected driveline tract - notably, patient did not have organisms from the driveline cultures previously mentioned. Other sources include infected peripherally inserted central catheter, which has been removed, or gut flora from patient's active intra-abdominal process. They may also be contaminants as patient is currently afebrile without elevation in her white blood cell count. Patient was treated with vancomycin, zosyn, and continued on ciprofloxacin. On (B)(6) 2019 driveline site culture and peripherally inserted central catheter tip culture negative.